Manufacturer narrative:
As reported, approximately 6 months postop a right hip revision, the (B)(6) y/o female patient developed laxity in her right hip. The surgeon upsized the femoral head and achieved better tension in the joint. Patient was last known to be in stable condition following the event. The device will not be returned for evaluation due to hospital threw device away. Per IFU # 700-096-018: device specific risks - fracture, migration, loosening, subluxation, or dislocation of the prosthesis or any of its components, any of which may require a second surgical intervention or revision. Excessive wear of the implant components secondary to impingement of components or damage of articular surfaces, disassociation of modular components. Osteolysis. Unintended bone fractures. Limb length discrepancy. Decreased range of motion. Based on review of all available information, there is no evidence to suggest that the reported event is related to any design or manufacturing issues. The cause of the instability issues and subsequent revision cannot be conclusively determined; however, it is most likely related to the patient¿s underlying condition. Concomitant medical products. Biolox delta adapter 16/18-12/14; +7mm (cat#: 170-50-07 / serial#: (B)(4)).

Event description:
As reported, approximately 6 months postop a right hip revision, the (B)(6) y/o female patient developed laxity in her right hip. The surgeon upsized the femoral head and achieved better tension in the joint. Patient was last known to be in stable condition following the event. The device will not be returned for evaluation due to hospital threw device away.